Event description:
Device malfunction: vessel locator wings collapsed, premature clip deployment. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a technician, trained in the use of the starclose device, achieved common femoral arteriotomy closure after an unspecified peripheral procedure. Resistance was felt before the 3rd click and the arrows aligned. The vessel locator button popped up, the vessel locator wings collapsed, and the clip fired prematurely. Hemostasis was achieved with the device. There were no adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.